Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal ligation (evl) performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to ligate the esophageal lesion, the band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. Prior to use, no damage was visible to the original speedband device or its packaging. Reportedly, the scope was not in a retroflex position, no part of the device detached into the patient, and a 6 to 15 minute delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all bands remained on the ligator head with the first 4 blue bands rolled out of position and the ligator teeth presented damage. Additionally, the suture, which returned attached to the tripwire loop, was found to be separated from the ligator head and wrapped around the handle assembly spool. The trip wire crimp ring and wire end tore the injection septum slightly when the trip wire was pulled back through the septum. In addition, the trip wire loop was cinched (secured) in the handle assembly slot and was wound loosely around the handle assembly spool. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that the ligator head returned with all seven bands present however; rolled out of position and the ligator teeth were damaged. The suture was found to be intact and attached to both the ligator head and the wire loop of the trip wire. It appears the user pulled the trip wire out of handle assembly stem and injection septum and then secured the trip wire in the handle assembly slot. Additionally, the trip wire had been pulled out of the handle assembly stem and injection septum, damaging the septum in the process. The trip wire normally exits the handle assembly stem but this device was altered such that the trip wire bypassed the handle assembly stem. If the trip wire had been placed through the scope working channel then attached to the suture loop, the device could not have been removed from the scope without cutting the trip wire or cutting/ breaking the suture. Based on the evaluation of the returned device, it appears the customer partially disassembled the device prior to attaching the suture to the trip wire and cinching the trip wire in the handle assembly slot. Although the user did secure the trip wire in the handle assembly slot, the tensioning of the system was incorrect which then impacted the deployment activity of the bands. The device could not have been used per the speedband superview super 7 multiple band ligator directions for use (dfu), removed from the scope and returned in its noted condition. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal ligation (evl) performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to ligate the esophageal lesion, the band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. Prior to use, no damage was visible to the original speedband device or its packaging. Reportedly, the scope was not in a retroflex position, no part of the device detached into the patient, and a 6 to 15 minute delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.